Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 107 mg/dl. A cartridge was reloaded to resolve the issue. It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.